Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Sc-1160 (sn: (B)(4)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model:sc-2317-70, serial: (B)(4), batch: 7073399/7071272.

Event description:
It was reported that the patient underwent a system explant procedure due to an unknown reason.